Manufacturer narrative:
The product hasn't been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. The manufacturer doesn't have all of the details of the reportable event at this time to complete our investigation. If and when the product is returned, a quality assurance investigator will inspect it and a follow up report will be filed.

Event description:
Per (B)(6) (dealer), claims that the fluid pad has torn apart. Noah claims that the user sits on the cushion day to day and has developed pressure sores due to the lack of support from the torn fluid pad. User has been hospitalized to seek treatment for pressure sores.